Event description:
On (B)(6) 2013, clinic notes were received which indicated that the patient has recently started seeing a sleep specialist for possible sleep apnea. The patient's settings were noted to be output=2.75ma/frequency=15hz/pulse width=130usec/on time=7sec/off time=0.2min/magnet output=2.5ma/magnet on time=60sec/magnet pulse width=130usec. The sleep specialist's assistant stated that the patient does indeed have sleep apnea and she doesn't know for sure if the sleep apnea is related to vns but she really doesn't think it is related to vns. Good faith attempts for further information regarding the sleep apnea were unsuccessful.